Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a trp3546 intra-aortic balloon was inserted in the catheterization room. It was connected to cardiosave and pressed start, but an "optical sensor malfunction" alarm and message appeared, and the sensor blood pressure could not be obtained. Patient was involved.

Manufacturer narrative:
Updated fields: b4, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation conclusions), h8, h11 corrected fields: d9, e1(event site telephone), h6, (health effect ¿ clinical code, health effect ¿ impact codes, investigation conclusions, medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Event description:
N/a